Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak in a homechoice cassette was reported and is known to cause this alarm. The cause of the leak could not be determined, although the caregiver did state that they had used a box cutter to open the packaging. The homechoice and homechoice pro systems patient at-home guide, which is shipped with every homechoice device, instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during drain one. The patient was connected at the time of the alarm. All bags were connected and there was nothing unusual noted about the supplies. During troubleshooting, the care giver stated that they noticed that the carpet was wet near one of the empty bags but cannot find the source of the leak. The caregiver advised that they used a cutter when they opened the box. The renal therapy service agent (rtsa) assisted the patient in disconnecting the old supplies and started over with the new supplies. The rtsa advised the patient to inform the registered nurse regarding the alarm and the incomplete therapy. The renal therapy service agent reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.